Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, and it could not be determined if the atrial lead was sen sing appropriately. The lead remains in use. No patient complications have been reported as a result of this event.